Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that leakage was observed from the back form during use. It was further reported that the extension line for the distal detached from the back form during the removal of the catheter.